Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00614. It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 4.00x24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, while attempting to cross the lesion, the stent was damaged. The device was removed and another 4.00x24 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced. However, this stent also got damaged while attempting to cross the lesion. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient was doing well.